Manufacturer narrative:
Date of this report: (B)(6) 2016. Date manufacturer received: 07/18/2016. Product evaluation: service and repair performed pre-repair temperature testing on the device. After running the device for 1 minute at 60,000 rpm¿s, the heat rise was 5 degrees fahrenheit. Temperatures were recorded as: t1, point 1: 83 f, point 2: 86 f, point 3: 90 f, point 4: 93 f, point 5: 95 f. T2, point 1: 81 f, point 2: 84 f, point 3: 87 f, point 4: 90 f, point 5: 92 f. This is well within specifications. It was found that the insulation of the cable is damaged; the cable has been replaced. The indigo handpiece has been successfully tested to specifications. (B)(4).

Manufacturer narrative:
Product evaluation: analysis results are not available; evaluation expected but not yet begun.

Event description:
It was reported that the device ¿gets hot while turning¿. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.